Event description:
It was reported that this right atrial (ra) lead recorded low out of range pacing impedance measurements. The health care professional (hcp) requested review of the reports. Technical services (ts) reviewed the transmission data, discussed that the device emitted beep tones and the low ra impedance measurements were lower than 200 ohms and may indicate a compromised lead. Additionally, noisy signals were observed. Ts recommended further evaluation of this ra lead and reprogramming options. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).